Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient reported that his cgm continued to provide a low mg/dl value. He reported these readings as being ¿inaccurate as he was not feeling any symptoms¿. The patient did not have a glucometer to use for comparison. The patient self-treated the low cgm value by drinking soda. A few minutes later, the patient stated he was taken to the emergency room (it was not specified by who) because he was experiencing cramping and seizures. Upon arrival to the ER, the patient could not recall his cgm or bg meter readings. The patient then became uncooperative and refused to provide any further event information, including treatment details or how long the patient was in the ER before being discharged. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.